Manufacturer narrative:
Other text: b3: date of event and d4: UDI number is unknown, no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the fluid warmer had a damage screen. Patient involvement unknown.

Manufacturer narrative:
One device was received with lcd that had liquid crystal leakage and missing the water tank cap. The device was visually inspected and found damage to the lcd screen is what caused the reported issue. The complaint is confirmed. When the pcb was replaced the device passed all functional tests. A manufacturing DHR review was not performed because the device is beyond a year from its manufacture date and there was no indication of a manufacturing defect during the investigation.